Event description:
A malfunction was reported with the pump, displaying the code "malf 12". There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.